Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the they experienced high blood glucose. The customer¿s blood glucose value was 480 mg/dl. The customer treated high blood glucose with cortisone shots. The customer called regarding failed sensor. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information of the auto mode feature on insulin pump has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that the manual mode was on in the insulin pump prior to high blood glucose event.